Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete, a follow up MDR will be submitted.

Event description:
It was reported that the device was used to remove a skin graft from the patients thigh, the skin graft didn't come off evenly, it had ridges and holes. It is unknown if an additional graft was needed to complete the surgery. No new information in regards to this case is available at this time.